Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 400 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer was not feeling well due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.